Event description:
On (B)(6) 2018, the patient received a perceval valve pvs25 as part of an isolated avr procedure. The pre-operative patient diagnosis was of a calcific stenosis of the aortic native valve. The implant was straight forward, with no complications, and normal gradients were observed after the implant. The patient has been then followed up by the cardiologist who saw a normal valve functionality up until one month ago (i.e. January 2022), when the patient started experiencing symptoms of heart failure, shortness of breath on exertion (patient in nhya class ii). The patient was sent to the cath lab which showed normal coronaries. An echo was performed, which showed a well seated perceval valve, with thickened leaflets and restricted motion, no obvious vegetation identified. The echo report identifies aortic stenosis of the perceval valve, with a mean gradient is 47mmhg and aortic valve area 0.77cm2. The patient is presently being worked up for tavi evaluation due to advanced age and obesity. If not amenable then there will be a need for re-do surgery. The failure mode of the perceval valve appears to be secondary to structural valve degeneration, with no pannus, no vegetation identified. No medical judgment was provided on the possible causes of the early degeneration (it was remarked that the implant of the valve occurred with no issues).

Manufacturer narrative:
Device remains implanted.

Manufacturer narrative:
The manufacturer was informed that the valve was eventually explanted. Further follow up is ongoing to confirm if the valve is available for return and investigation.

Event description:
On (B)(6) 2018, the patient received a perceval valve pvs25 as part of an isolated avr procedure. The pre-operative patient diagnosis was of a calcific stenosis of the aortic native valve. The implant was straight forward, with no complications, and normal gradients were observed after the implant. The patient has been then followed up by the cardiologist who saw a normal valve functionality up until one month ago (i.e. (B)(6) 2022), when the patient started experiencing symptoms of heart failure, shortness of breath on exertion (patient in nhya class ii). The patient was sent to the cath lab which showed normal coronaries. An echo was performed, which showed a well seated perceval valve, with thickened leaflets and restricted motion, no obvious vegetation identified. The echo report identifies aortic stenosis of the perceval valve, with a mean gradient is 47mmhg and aortic valve area 0.77cm2. The patient is presently being worked up for tavi evaluation due to advanced age and obesity. If not amenable then there will be a need for re-do surgery. The failure mode of the perceval valve appears to be secondary to structural valve degeneration, with no pannus, no vegetation identified. No medical judgment was provided on the possible causes of the early degeneration (it was remarked that the implant of the valve occurred with no issues). The manufacturer was informed that a re-do surgery occurred on (B)(6) 2022. The patient had severe stenosis, the valve was heavily calcified. The patient remained stable during the procedure and had a good outcome. The explanted perceval valve was replaced with a edwards perimount magna ease. The patient received an anticoagulation therapy post-operatively for three months.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the information available, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. As reported in the scientific literature, structural valve deterioration is the major cause of failure of bioprosthetic heart valves. It is possible that the patient¿s clinical history and risk factors (i.e. Diabetes, hypertension, hyperlipidemia) may have contributed to the structural valve deterioration observed in this perceval s valve. However, since no further investigation on the device was not possible, a definitive root cause cannot be stated at this time. It should be noted that structural valve deterioration is listed as a possible adverse event in the perceval IFU. The event is, therefore, a known inherent risk of the device. Should any further information be received in the future, a follow up report will be provided as applicable.